Manufacturer narrative:
Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a low out of range shock impedance measurement. All subsequent shock impedance measurements were observed to be stable and acceptable. No adverse patient effects were reported.